Event description:
This event has occurred in (B)(6). The pt was intubated and a sleep as a common practice in the clinic. Pillcam express was put through the scope channel and the capsule holder was attached to the delivery catheter. Once scope was in the pt and he had got as far as back of the mouth behind tongue he realized that he could not see the capsule/holder anymore and pulled the scope out. The holder with capsule had snapped in half at the point of where the blue tube ends and the clear holder starts. He then removed the pillcam express catheter from the scope and carefully put scope back in the pt and he could still see the capsule with holder at the back of pt's throat. He then took scope out and the anesthesist used magile forceps and removed capsule with the holder. The original capsule was put in the us endoscopy basket and carried forward past pylorus. Hospital has not notified about any adverse after effects on the pt.

Manufacturer narrative:
Given imaging has received the pillcam express video capsule delivery device and the device is currently in investigation process. CAPA has been issued to address this incident.